Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2017 with the following findings: during investigation, the battery compartment was cracked at the threads above the bumper. The returned battery cap was unable to fully tighten to the pump and was difficult to remove due to damaged threads. A test cap attached but was unable to be tightened. Evidence of moisture was found behind the display lens. A leak test was performed and failed due to a battery compartment leak. The pump was opened to find moisture throughout the pump internally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case w/moist) issue. The reporter alleged that the battery compartment was found to be cracked. The battery cap threads were stripped and there was moisture within the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.